Manufacturer narrative:
Bayer case number: (B)(4). Fragmented essure material still visible [device breakage] chronic pain [pelvic pain female] suspected migration [device migration] autoimmune disease [autoimmune disorder] teeth disorder [tooth disorder]. Case narrative: the below report was received by health authority us FDA (reference number: mw5162623) on 16-apr-2025. The most recent information was received on 02-may-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of device breakage ("fragmented essure material still visible") in a female patient who had essure inserted (lot no. B42242) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2013 she experienced device breakage (seriousness criteria hospitalisation and intervention required), pelvic pain ("chronic pain"), device dislocation ("suspected migration"), autoimmune disorder ("autoimmune disease") and tooth disorder ("teeth disorder"). The patient was treated with surgery (hysterectomy & bilateral salpingectomy). Essure was removed. At the time of the report, none of the events had resolved. The reporter considered autoimmune disorder, device breakage, device dislocation, pelvic pain and tooth disorder to be related to essure administration. The reporter commented: I need help! My doctors over my essure placement and needing a full hysterectomy are I don't know how else to put it but shady and to me unethical. So much cover up by my doctors and I'm still having a super hard time getting my health back. I had a claim, but lawyer did it under some seriousness misconduct and breach of contract, I'm over that. They got all the money and lied to me on so many levels! I can't get all information about my essure, and I can't get all my information from the doctor who works in the same clinic who had to give me a full hysterectomy. I wanted a tubal litigation but got convinced to use essure instead. My doctor got paid by the same company during the same time frame and because of the malpractice and cover-up, I can't get my body or anyone to seriously take a look at what's going on with me. How is it fair to never get told by my dr who has been sued for this procedure, and ohp take close to (B)(6) to cover their mistake?! I am still suffering hugely over this product, I know I have fragments left inside my body you can tell by the reports. There are so many reports that I can't get a hold of and I think it's unfair. Could you please lead me in the right direction on figuring out what exactly is going on with my essure product. My tubes cervix uterus was put inside a zinc jar and sent somewhere? I want to know how to fix me, my teeth, my autoimmune diseases, are off the chain. Please help me find my information from my doctor who has behind my back without my knowledge has been dealing with my recent hospital encounters. Any and all information would be so awesome. I appreciate your time. God bless. "This report reflects information received by FDA in the form of a notification. Additional information received from reporter for report number mw5162623 on april 11th, 2025: chronic pain, suspected migration, and fragmented essure material still visible on imaging as of. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] (date unknown): fragmented essure material. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-may-2025: quality safety evaluation of ptc. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Fragmented essure material still visible [device breakage]. Chronic pain [pelvic pain female]. Suspected migration [device migration]. Autoimmune disease [autoimmune disorder]. Teeth disorder [tooth disorder]. Case narrative: the below report was received by health authority us FDA (reference number: mw5162623) on 16-apr-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of device breakage ("fragmented essure material still visible") in a female patient who had essure inserted (lot no. B42242) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2013 she experienced device breakage (seriousness criteria hospitalisation and intervention required), pelvic pain ("chronic pain"), device dislocation ("suspected migration"), autoimmune disorder ("autoimmune disease") and tooth disorder ("teeth disorder"). The patient was treated with surgery (hysterectomy & bilateral salpingectomy). Essure was removed. At the time of the report, none of the events had resolved. The reporter considered autoimmune disorder, device breakage, device dislocation, pelvic pain and tooth disorder to be related to essure administration. The reporter commented: I need help! My doctors over my essure placement and needing a full hysterectomy are I don't know how else to put it but shady and to me unethical. So much cover up by my doctors and I'm still having a super hard time getting my health back. I had a claim, but lawyer did it under some seriousness misconduct and breach of contract, I'm over that. They got all the money and lied to me on so many levels! I can't get all information about my essure, and I can't get all my information from the doctor who works in the same clinic who had to give me a full hysterectomy. I wanted a tubal litigation but got convinced to use essure instead. My doctor got paid by the same company during the same time frame and because of the malpractice and cover-up, I can't get my body or anyone to seriously take a look at what's going on with me. How is it fair to never get told by my dr who has been sued for this procedure, and ohp take close to (B)(6) to cover their mistake? I am still suffering hugely over this product, I know I have fragments left inside my body you can tell by the reports. There are so many reports that I can't get a hold of and I think it's unfair. Could you please lead me in the right direction on figuring out what exactly is going on with my essure product. My tubes cervix uterus was put inside a zinc jar and sent somewhere? I want to know how to fix me, my teeth, my autoimmune diseases, are off the chain. Please help me find my information from my doctor who has behind my back without my knowledge has been dealing with my recent hospital encounters. Any and all information would be so awesome. I appreciate your time. God bless. "This report reflects information received by FDA in the form of a notification. Additional information received from reporter for report number mw5162623 on april11th, 2025: chronic pain, suspected migration, and fragmented essure material still visible on imaging as of. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] (date unknown): fragmented essure material case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.